Manufacturer narrative:
Please note that the investigation was performed only on the components (fsa pressure sensor), as these were the only samples provided by the customer. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d codes and manufacturer narrative. Investigation summary: the report of the pressure sensor failures during pm cycle of pump modules was confirmed to be due to defective fsa series pressure sensors. A total of nine (9) fsa pressure sensors were returned for investigation. The pressure sensors were observed with indentations on the metal surface. Pressure sensors s/n (B)(6), s/n (B)(6) were observed with bent pins. Contamination on metal surface was observed on pressure sensors s/n (B)(6). The suspect pressure sensors were set for a functional test infusion programmed at a rate of 500 ml/hr and a volume to be infused (vtbi) of 1000 ml. The tests were completed without any alarm or anomalies being noted. Voltages values from pressure sensors s/n (B)(6) were recorded under specified range of operation when zero force was applied. Using alaris system maintenance, the patient side occlusion test was performed on the suspect pressure sensors. Test results showed pressure sensors s/n (B)(6) out of the nine (9) returned sensors passing the test with a recorded pressure between the acceptable range of 7.70 psi ¿ 12.70 psi. A review of the suspect device event and error logs could not be performed as no device was returned, and no logs were provided to bd for investigation. The pressure sensor tip sheet states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported pressure sensor failures during preventive maintenance (pm) cycle of pump modules is being attributed to defective fsa series pressure sensors. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that more than 30 lower pressure sensor failures during pm cycle of pump modules. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that more than 30 lower pressure sensor failures during pm cycle of pump modules. This was reported to bd representatives during their site visit. There was no patient involvement.